Event description:
During a procedure, the physician used a wilson-cook howell dash ii sphincterotome to perform a sphincterotomy. During use a portion of the cutting wire detached. No patient injury was reported .